Event description:
It was reported that during device interrogation, the device completed approximately 90% of interrogation, then the screen went blank and an error message displayed. The same happened with different programmers. Magnet rate was performed to check the battery status and it was good. The device is still in use and the patient will be reviewed in two weeks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).